Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one 185-014, mod, w/mkrs, ext; returned coiled loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents several bends of varying severity and frequency, scatter over the length of the device, offset coil wraps located 5.95 to 6.15cm from the distal tip, and a mass of dried blood-like material on the proximal coil-to-core wire joint. No other damage or inconsistencies are noted to the specimen at this time. The offset coil wraps create a localized oversized diameter to .01480". All joints appear to be correct and intact by visual examination and by non-destructive testing. The offset coil wraps appear consistent with torquing the wire against resistance. As indicated in the precautions section of the device instructions for use, "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation. Do not use a guidewire that has been damaged." And "do not rotate the guidewire if significant resistance is felt." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
The balloon could not be removed over the marker portion of the wire. There was no patient complications after the procedure. The patient's current condition is great, they were discharged the following day. The problem occurred inside the patient so the wire was then removed. A new forte marker guidewire was used to complete the procedure. Additional information reported the forte guidewire and the balloon was removed as one unit due to the wire being lodged/stuck in the balloon. A new forte guidewire along with the same balloon (after the defective wire was removed) was used to treat the patient.